Event description:
Pt had a zenith aaa devices implanted in (B)(6) 2004. The right iliac occluded and the pt had a fem-fem bypass sometime after 2005. No converter was placed. Pt did not have a f/u but had a CT for other reasons. On incidental finding. It was noted that the left iliac limb migrated proximal into the aneurysm sac. A distal type 1b endoleak was present. Graft was extended distally and the leak was resolved. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4): endoleaks are addressed in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Initial repair was performed in 2004. The pt was lost to f/u, but a CT for another reason revealed limb migration resulting in a type ib. The event was resolved after extending distally. Cause of the migration is unk. No imaging or anatomical determinants were returned to assist in the investigation. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment. The risk associated with this failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.